Event description:
It was initially reported in (B)(6) 2011 that the patient experienced a loss of therapeutic effect over the past couple of months. The patient's implantable neurostimulator (ins) had settings of 8.4 volts, pulse width of 450, and a rate of 40 hz. She had noticed a reduction in stimulation and had turned up the amplitude to 10.5 volts and still felt no stimulation. Impedances were within normal range. Although the patient had turned up the stimulation amplitude, she did not have to recharge the ins system as often. X-rays taken showed that the lead was still in the epidural space. The patient was seen in (B)(6) 2011 by the company representative and still felt no stimulation. The physician was going to perform surgery to externalize the lead for evaluation. The physician was of the opinion that the loss of stimulation may be due to the build-up of scare tissue. On (B)(6) 2012, it was reported that the patient had a revision where the lead was externalized for evaluation. After externalizing the lead, impedance measurements were taken and were within normal range but the patient still could not feel the stimulation. A new lead was implanted with impedances again within normal range. Since the leads were found to be intact and not faulty, the physician concluded that there must have been a buildup of scare tissue around the electrodes which prevented the patient from feeling the stimulation. The patient was to have a surgical lead model implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.